Event description:
It was reported that the recorder had a noisy signal leading to oversensing and false arrhythmia detection. The recorder remains in use. It was later reported the device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the recorder had a noisy signal leading to oversensing and false arrhythmia detection. The recorder remains in use. No patient complications have been reported as a result of this event.